Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. It was reported that the physician's glove got caught in the strain relief distal to the front grip of the delivery system. This occurred as the outer catheter was coming back during deployment of the stent graft. The physician noticed the problem and was able to get the glove out. The stent graft was successfully deployed. No clinical sequelae were reported and the patient is fine. The device was returned bloodied. Upon inspection, the device was unremarkable. When received, the external slider handle was 1 mm from the front grip, the wheel was rotated forward 9 mm and the tapered tip was 10 mm from the distal edge of the graft cover. Once the external slider handle and the wheel were returned to their respective home positions, the distance from the tapered tip to the graft cover was less than 1 mm. Both the external slider handle and wheel functioned as intended. The graft cover od just distal to strain relief was 0.262 inches, which is within specification. The root cause could not be determined; however was most likely caused by the physician grabbing the graft cover during deployment instead of the front grip.

Manufacturer narrative:
(B)(4). Evaluation codes, results: incorrect technique/procedure (held the graft cover during deployment instead of the front grip of the deployment handle); caused by another drug/device (glove). Conclusion: user error contributed to event (held the graft cover during deployment instead of the front grip of the deployment handle); another device caused failure (glove).